Event description:
Affiliate reported that the patient had the surgery about 1 years ago and recently felt unwell. The surgeon opened the skull, found the needle guard was separated from the reservoir. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the needle guard has detached from the needle chamber. Although it is not possible to determine the root cause for the detachment it was observed that what looks like deep needle marks were found on the base of the needle guard. This might suggest that the needle may have been pushed/ inserted to deep into the reservoir causing the detachment noted. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.